Event description:
The customer received a questionable hcg+beta result on their cobas e601 (serial number (B)(4)). The customer had one discrepant result reported outside the laboratory. The physician questioned the result as the patient was recently diagnosed as pregnant. Repeat testing was performed on the same e601 analyzer. The patient's initial hcg+beta result was 0.7 miu/ml. The first repeat result was >10,000 miu/ml accompanied by a data flag. The analyzer performed an automatic 1:100 dilution and re-tested. The second repeat result was above 34,000 miu/ml and was issued as a corrected report. The patient was not treated based on the erroneous result and did not suffer an adverse event. The field service representative determined the sample pipettor was not centered over the sample cup or tube. He adjusted the sample pipettor. All assay performance checks and instrument checks passed within manufacturer's specifications. Customer performed quality control which was within their acceptable range.

Manufacturer narrative:
A clear root cause could not be identified. Quality controls were within acceptable range. A general instrument assay problem as well as a general pre-analytical problem was excluded. It is most likely that a sample pipetting failure had occurred in pipetting process without error message so this false low result was calculated. It may be possible that the sample cup was not placed correctly in rack or there was a bubble on the sample surface. A corrected report was issued. The patient was not treated based on the erroneous result and did not suffer an adverse event.